Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The caller stated that the patient claimed that it has been taking 4 hours to charge the ins. The recharge diary information showed that it was taking between 1 and 2 hours to charge from about 40 to 100%. The diary said the average duration of charging was 1 hour. When they met with the patient the recharge option on the patient remote was not selectable so they could check the recharge rate/speed setting. The caller asked for information about what might affect the recharge rate. Technical services (tss) reviewed information. The caller was not with the patient. The caller will follow-up with the patient and review information.

Event description:
Information was received from a patient (pt) via manufacturer representative (rep) who was implanted with an implantable neurostimul ator (ins). It was reported that the pt previously was able to recharge ins from empty to full in 1hr or less. Pt stated as of "roughly a month or two" their recharge sessions have been taking a minimum of 2 hrs and most times empty to full taking 3-4 hours even when system is off. When troubleshooting to check recharge speed on pt controller, this option is blank and unable to investigate. Recharge diary sessions do correlate with over 1hr to recharge and multiple sessions 2hrs. A low impedance/short was reported, with new "avoid" impedance/possible short on contacts 7 (820) and 11 (740). No recent falls, or therapy changes noted. Rep to contact technical services if a replacement is required. The cause was not determined and the issue not resolved, and the rep will report additional information that becomes available. On 2024-may-08 information was received from a manufacturer's representative (rep) via a patient regarding an external device. . The reason for call was caller stated for about the last 2 months, patient has had difficulty recharging ins. Caller stated connection will go from excellent to good to poor without patient moving and it is taking 2-4 hours to charge ins. Caller met with the patient on (B)(6) 2024 and they observed this behavior in the office as well. Caller stated that no error messages were seen and they used their personal recharger with the patient's controller and had no issues charging. Caller requested replacement component be sent. The caller was not with the patient. An email was sent to the repair department. Technical services (tss) sent email to caller for recharger serial number as they didn't have it on the call.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.